Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded one out of range shock impedance measurement of 152 ohms. The trend shows impedances around 100 ohms and there was one other out of range measurement of 137 ohms recorded in early july. Reportedly, arm movements were performed in the clinic and the impedances were around 95 to 106 ohms, which are within normal range. In addition, it was mentioned that an x-ray was performed in 2021 when the impedance went up to 125 ohms, however, no action was taken at that time. Upon technical services (ts) review of the device data it was discussed that there no noise observed in the electrogram (egm). Troubleshooting recommendations were provided to identify any potential lead impairment condition and the information was forwarded to the clinic. The ICD system remains in service. No adverse patient effects were reported.